Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: the device was returned to allergan for analysis and the device weighed 72.26 grams. Under microscopic analysis the device was noted to have striated opening on the posterior side of the shell consistent with damage of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage. Additional information: d10, g.1, h3, h6.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. The device has been explanted.